Event description:
Consumer applied palm sized drop of gel to their stomach and to base of machine per MFR's instructions. Consumer turned machine to "on" position, set it at level "7" and placed it on the gel on their stomach. Approximately 10 mins later consumer noticed red marks on their stomach (reason why unk). Consumer immediately discontinued use of ab machine. Three days later consumer contacted MFR at tel# 1-800-648-6618 and received a busy signal. The next day consumer contacted MFR at tel#1-800-648-6618 and received a busy signal. The following day consumer contacted MFR and explained incident to rep. Rep offered to refund consumer $80 purchase price. The product was not damaged, repaired or modified.